Event description:
It was reported that upon opening a new case, the sponge of the minicap was protruding out of the hard plastic portion. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 04/08/2014 and 04/11/2014. A review of all batch record documents was performed for lot number gd896837 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation. A visual inspection was performed and found that the sponge was partially sticking up in the cap. Upon conclusion of the investigation, the cause of the reported event was undetermined. After analysis, the product was found to be in a useable state that poses no risk to the patient. Should additional relevant information become available, a supplemental report will be submitted.